Event description:
It was reported that the patient with this right ventricular (rv) lead had left arm swelling due to superior vena cava (svc) stenosis. A system extraction and stenting of the subclavian was then performed. Hence, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead returned in two segments which were severed 106 millimeters from the terminal end. The extracting stylet returned stuck in the lead. The suture was tied tight onto the lead body for extraction purposes. Noted electro-cautery damage in the outer insulation which was likely explant damage. The lead passed the continuity testing indicating conductors are intact. Laboratory analysis did not find any evidence from the field and product analysis were insufficient to verify an unknown issue.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had left arm swelling due to superior vena cava (svc) stenosis. A system extraction and stenting of the subclavian was then performed. Hence, this rv lead was explanted. No additional adverse patient effects were reported.